Event description:
It was reported that the customer was hospitalized for low bgs. The customer's family member stated that pt had low bg's prior to bolusing for a meal and low bg's were never treated. Troubleshooting conducted indicated the pump was functioning properly. Technician assisted customer's family member with reprogramming the pump.